Manufacturer narrative:
Additional information and corrected data: this supplemental filing is to update the following fields per new information received: section b5 - describe event or problem: the intraocular lens (iol) was damaged during the loading process. The surgery was successfully completed with the backup lens, serial number (B)(6) (same model and diopter as the original iol). Section d4 - model number: ar40e section d4 - catalog number: ar40e00170 section d4 - serial number: (B)(6). Section d4 - expiration date: 28-feb-2029 section d4 - UDI number: (B)(4). Section h4 - device manufacture date: 29-feb-2024 all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4: catalog number: partial number indicated, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: unknown, as the serial number was not provided. Section d6a - implant date: not applicable, as the lens was removed during the same procedure. Section d6b - explant date: not applicable, as the lens was removed during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was defective coming out of the inserter. The issue was first identified during implantation. The lens was inserted and removed during the same procedure. It was reported that the patient has fully recovered. The material is not available for investigation. No further details were provided.